Event description:
This report summarizes 4 malfunction events in which the device failed to auto-stop. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 5 events were previously reported during the reporting period; however, - 1 previously reported event in this report was reported under MFR report # 3015967359-2025-00404. - 4 previously reported events are included in this follow-up record. Product return status 1 device was received. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 device investigation types have not yet been determined. Additional information: 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device failed to auto-stop. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact. - 1 event had insufficient information received.